Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with channel b failing was confirmed in the pump's event history. The root cause was found to be a defective pump head module on channel b. The pump head module on channel b was replaced in order to correct this condition.

Manufacturer narrative:
(B)(4).the reported condition of a colleague infusion pump with a damaged battery set alarm was confirmed by baxter personnel in the pump's event history. The evaluation is in the process of being completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.baxter has received similar reports for the reported problem.

Event description:
The facility reported a colleague infusion pump with a malfunction of channel b failing. This condition had the potential to interrupt delivery. It is unknown when this condition occurred, however it is known to have occurred in the ICU. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.04.00 which is categorized as unremediated.